Manufacturer narrative:
Sex: male. In follow up it was learned that the intraocular lens (iol) was initially loaded into the emerald delivery system; it failed. It was then loaded into the platinum system and inserted into the patient's left eye. The surgeon then noticed the haptic was bent and the iol would not align. The surgeon enlarged the incision and cut the lens out. The patient has recovered. Device evaluation: the iol was returned to the manufacturer. Visual inspection under microscope was performed. The lens was returned with fibers and particles that could be related to handling the lens in a non-sterile environment. The lens was returned with a large cut, one of the haptics was broken and the other haptic was distorted; this could be related to the handling of the unit during the removal and replacement process. The complaint for ''damaged haptic'' was verified. However, the investigation results reasonably suggest that the probable cause could be related to surgical technique. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting a tecnis (B)(4) the lead haptic broke. The incision was enlarged and the lens was cut out of the eye. The lens was not fully implanted.